Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A mitraclip xtw was prepared per the instructions for use (IFU), inserted, and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened from a fully closed position (roughly 5 degrees) to roughly 45 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.